Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected low battery noted during testing. No unexpected low battery alarms found at the downloaded pump history. However, pump was returned for low battery alarms. Detailed trace analysis does not confirmed low battery alarms. However, power loss alarm was triggered when backup battery unloaded voltage was less that 3.7 volts for consecutive 240 minutes. Unit received with cracked and scratched keypad overlay. Unit received with missing retainer ring and reservoir tube o-ring. Unit received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump alarmed low battery and the device turned off in the middle of the night causing the customer's blood glucose to rise. The customer's blood glucose level was 12.4 mmol/l at the time of the incident. Customer states that the reservoir groove has come off. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.